Event description:
It was reported that the stretcher came out of lock for an unknown reason on the head end side. It was reported that the stretcher tilted sideways and the patient fell from the stretcher and received a head injury (hematoma to the forehead).

Manufacturer narrative:
The issue was resolved for the customer by evaluating the unit and determining no defects were found with the unit. Additionally it was suggested that the customer receives additional product training.

Event description:
It was reported that the stretcher came out of lock for an unknown reason on the head end side. It was reported that the stretcher tilted sideways and the patient fell from the stretcher and received a head injury (hematoma to the forehead).